Event description:
A nurse reported that during surgery, whilst attempting to insert the lens into the eye, the plunger was fully extended, however the lens remained in the chamber so an additional lens was opened and inserted without any difficulties. There was patient contact, but no patient injury during this incident. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).